Event description:
It was reported by a health insurance company that the pt received an alliance hip generic on an unknown date. It was further reported that the implant broke "while the pt climbed up the stairs". It is unknown at this time if a revision surgery has taken place or is in discussion.

Manufacturer narrative:
This complaint is very unclear. The report did not mention if the product is a zimmer product and further, no product or lot number is known. The date of surgery is also unknown. Just because it is a legal case, we are reporting this complaint. The MFR did not receive devices, x-rays, or other source documents for review. However, should additional info become available and/or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).